Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp). Fse checked and found the unit is working satisfactorily. Checked all necessary parameters and found ok. Fse is suspecting that the problem is with pressure signal cable and recommended the customer to replace the pressure cable. No parts were replaced. Unit handed over to the customer with satisfactory working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before connecting to patient, the cs300 intra-aortic balloon pump (iabp) unable to perform zero pressure. The unit was swapped out, there was no harm reported.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.